Event description:
A couple of months ago they dosed insulin based up on the suspect device blood glucose result. They said they dosed too much insulin and passed out. Family member gave them a glucagon shot and they regained consciousness and then ate. Medical personnel were not contacted. Controls were not used. The device was replaced and requested to be returned for evaluation.